Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient had passed away. The patient's wife expressed concern regarding the cardiac r resynchronization therapy pacemaker (crt-p) system function and whether it had provided therapy right up until the patient passed away. Attempts to obtain more information were unsuccessful.